Event description:
The customer reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also experienced high blood glucose. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend feature with a low sensor glucose reading when the customer's actual blood glucose level was 428 mg/dl. The customer was advised that the sensor would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The two opened/used enlite sensors were inspected and the bicarbonate buffer test was performed. Both of the sensors passed with accurate readings.